Event description:
Philips received a complaint from the customer on the v60 ventilator indicating touchscreen issues. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A calibration was performed in an attempt to resolve the issue but was unsuccessful. The remote service engineer (rse) provided the customer with the part number for the touchscreen to order and replace.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.